Manufacturer narrative:
Product analysis summary: the resolute onyx (ronyx) stent delivery system (sds) returned loaded in a telescope guide extension catheter (gec). An attempt was made to retract the ronyx sds from the telescope however; this was unsuccessful. The devices were placed in the water bath at 37°c to disperse the blood or residue within the lumen of the telescope gec in order to aid removal of the ronyx sds. Post removal of the device from the water bath the ronyx sds was withdrawn from the telescope gec with no issue. The stent was positioned on the balloon however the stent was partially dislodged and had moved distally over the distal markerband and distal tip of the ronyx sds. Crimp impressions were visible on the balloon surface. Balloon folds remained intact. Deformation was evident to the proximal stent wraps with struts raised. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one 6f telescope guide extension catheter (gec) and three resolute onyx coronary drug eluting stents to treat a moderately tortuous, moderately calcified lesion in the proximal circumflex (cx) artery. The devices were inspected prior to use with no issues noted. The telescope device was prepped per IFU with no issues noted. Negative prep was performed on the stents with no issues noted. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used.  It was reported that the first resolute onyx stent (3.50x15mm) became lodged within the inner diameter of the telescope gec. The physician then pulled the stent and telescope out to start over again. Two other resolute onyx stents were attempted to be used but failed to cross the lesion. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.